Manufacturer narrative:
Product event summary: the full lead was returned, analysis was performed and no anomalies were found. Visual summary of analysis in dicated damage at implant.

Event description:
It was reported that during the implant procedure, after several times of extending and retracting the helix of the low-voltage pacing lead, the helix stopped working. The lead was not implanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.